Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the events leading to her admission was infection in the tissue. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. The customer stated that she is on other medications, which may have caused her glucose level to rise. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.